Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 693565 implantable tachy lead 2012 (B)(6); 4470 competitor implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed no capture even at high outputs and despite programming at different configurations. Presently, the lead remains in use, but the patient was referred for a lead revision. No patient complications have been reported as a result of this event.